Event description:
During index procedure the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in t he sfa of the right leg. Approximately 16 months post the index procedure, the r-sfa was treated with 1 in.pact admiral paclitaxel-eluting pta balloon catheter. Approximately 18.5 months post the index procedure, the patient suffered restenosis r-sfa and was treated with 1 non medtronic pta and 3 in.pact admiral paclitaxel-eluting pta balloon catheters. Investigator assessed that the event was probably related to the index device and not related to the index procedure or drug. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.